Event description:
It was reported that testing was carried out intra-operatively which revealed normal results. At the first fitting electrode channel 12 showed high impedance. At the following fitting sessions electrode 11 showed status hi and a short circuit was detected between electrode channels 9 and 10. As a consequence 3 channels were turned off. A fall or accident has not been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.